Event description:
According to an operative report received from the initial rptr, the pt presented in acute congestive heart failure and pulmonary edema. An emergency cardiac catheterization revealed that there was thrombosis with diminished leaflet motion of the bjork-shiley convexo-concave mitral valve. Emergency replacement of the pt's bscc mitral valve was performed. The pt tolerated the surgery and was transferred to the recovery room in critical condition.